Manufacturer narrative:
G4: g4 was updated to the earliest notified date for this event. B3: date of event was corrected. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The caller reported that the patient had a post-op MRI and they could not go on with it because their stimulator was heating up so much. The caller reported that the MRI occurred the day of the surgery. The caller reported that the healthcare provider (hcp) stated that everything was fine with the settings. The caller reported that the heating was just at the implant site in the patient's chest, and not at the leads. Additional information was received from a manufacturer representative (rep) regarding this patient indicating that the doctor examined the pocket site and didn't feel that the area was excessively warm compared to surrounding tissue, there were no signs of infection and sutures/incision look good. When pressing on the ins site, patient didn't report this hurt any more than when not pressing on the ins site. Patient reported that the ins does feel awkward/funny at the edges, is still tender and is taking longer to heal. Caller indicated impedance at 0.7v showed 1-3 at 4233 ohms and c-3 at 2400 ohms but at 1.5v all impedances were in range. Caller states the doctor increased voltage but patient didn't notice any difference in sensation. Caller mentioned that the patient had dyskinesias every time they increased the voltage but patient hasn't had any medication changes so caller didn't think this was out of the ordinary and explained to patient about how using stimulation and/or medication affects symptoms. Caller states patient's settings were as follow: c-2, 2.6v, 60 pw, 150 rate. The doctor gave the patient group b as follows 1-2, 3v, 60pw, 150 rate to see if programming in bipolar configuration will change the heating sensation at all. Caller was not at stage 2 so they didn't know if there was anything of the ordinary with the procedure. It was reported to be occurring intermittently. Caller states patient feels heating mainly later in the day and at night. Caller states that the patient had a post-op MRI (day off or day after implant) where patient felt heatingat the ins site during the scan. They were unable to continue the 10 minutes left of the scan and had to be removed from the scanner. Caller didn't know if heating resolved after stopping the MRI but assumed so as the patient hadn't reported anything else until now. Caller states that physician spoke with radiology about the scan (as they've done many of these for dbs patient's with no issue) to see if anything different was done but didn't sound like it. The only thing the caller could think of is if they used a different coil but caller was speculating, nothing had been confirmed. Caller indicated that the patient seems anxious in general and speculated that the patient might be fearful and attune to heating sensation occurring again like it did during the MRI. It was reviewed to the caller that the situation needs to be monitored and suggested x-rays and obtaining impedance measurements in different positions to check for possible intermittent impedance issue. The system appears to be functioning normally at this time and this may be medical issue and patient needs additional time to heal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient mentioned that today (B)(6) 2018 that the ins feels warm. Caller stated that the patient was implanted (B)(6) 2018 and the doctor has been having patient increase stimulation by .10v every day and now patient is at 2.10v and dr wants them to hold it there until the follow-up appointment this coming wednesday (B)(6) 2018. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the doctor changed toe programming so added group that uses bipolar (not case) mode to see if that makes any difference in feeling to the patient. Patient will report back to doctor if that helps, or if just waiting for more time to heal post MRI and post surgery. It has only been a month or so. Also, checked with MRI protocol at (B)(4) . They did follow protocol on coil used and time. They are not sure if normal mode was set as the patient had reported the heating at the post-op MRI> the cause is unknown. It is unknown it is resolved at this time. This information was confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.